Event description:
Ropivacaine was added to ambu pump bag in central pharmacy then dispensed to unit. No leak was noted during delivery of medication of unit. Upon arriving to unit medication was leaking (fast leak, not a slow leak). Nurse had not administered medication yet. Pharmacy was notified and product was returned to pharmacy. Noticed a small hole on the bag itself through which medication was leaking. No leak was detected through tubing or through its connection to the bag.